Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet began. Once a final investigation is complete, a follow up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the customer is sending the lap top ventilator 1150 in for event trace report. There was patient involvement but no other information was provided regarding the incident.

Manufacturer narrative:
"Results of investigation: vyaire medical received the device for evaluation. Downloaded event trace and checked if ventilator operation dates are in august 1st - 12th. Event trace shows date start at (B)(6) 2022 to (B)(6) 2022. Event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. Additional problem found: performed final test, unit has multiple failure at tidal volume and flow performance test and at pressure and oxygen blending performance test with an error aquire plateau pressure and error: unit under test zero flow not detected. Need to replace flow valve. "